Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported that the device wasn't helping them. When asked for event date, patient confirmed since implant date. Patient reported that they have never had a good experience with their implanted device and that it never seemed to work; and that's why they had two implants. Patient noted they had another manufacturer's implant with the medtronic scs. Patient said that the therapy worked when it worked right, however they would have to turn the stimulation way up to get the therapy to work. Patient also mentioned that they were so frustrated that they wanted to have everything taken out since the implant wasn't helping them. Patient noted that in (B)(6) 2024 they had the implant battery moved because they had the implant so low on their behind so it was hard to use the equipment.  Patient noted that after the implant was moved, they could not find a connection and couldn't find the implant itself but eventually they felt something hard and round and noted that the implant was almost to the side of their back. Patient believed the implant had migrated as they could move the implant around with their hand. Patient felt like the implant wasn't in a stable or correct place. Patient shared that their back was so messed up. Patient reported that the doctor said that when they moved the battery, their wires were all jammed up underneath the battery and said there wasn't a good connection. Patient noted that when they were implanted, they didn't put the implant or wires in right.  Agent reviewed and documented information provided. The patient was redirected back to their healthcare provider to further address the issue.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 16-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.